Event description:
The initial reporter stated that the pump alarm was "not sounding". They did not state which alarm was not sounding or what alarm would have been expected. Mmdg did follow up with the initial reporter, however, the initial reporter stated that they did not have any additional information. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. When the pump was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump alarm was "not sounding". They did not state which alarm was not sounding or what alarm would have been expected. Mmdg did follow up with the initial reporter, however, the initial reporter stated that they did not have any additional information. (B)(4).